Event description:
The customer contacted physio-control to report that the keypad on their device was not functioning. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad and determined that the cause of the reported issue was contamination inside the buttons.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's main keypad as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the keypad on their device was not functioning. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use reported with the event.